Event description:
Rn trying to draw back blood from arterial line (air in line). Physician's assistant assisting rn trying to aspirate air from distal port, using blunt cannula & 10cc syringe. After air aspirated & blunt cannula removed, distal port began to leak blood. The whole a-line backup up with blood continuously. No way to stop the leak.